Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) observed that ¿device's table movements are missing, it is locked¿. Review of the system log file confirmed that, communication failure with the ipc geo. Rse instructed customer to open cabinet r and check that the network switch had all leds on, the scc1 board has all leds on. Also, he instructed to turn off geo ipc and reconnected all cables which didn¿t solve the issue. The rse instructed customer install a temporary network switch and system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the c-arm and table movements were not working. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.